Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-03958. It was reported the pt experienced repeated shocks, pain and swelling down her spine. A sjm rep was unable to resolve the issue with reprogramming. Subsequently, the pt is consulting with the physician regarding the explant of her scs leads.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.